Event description:
Upon evaluation of the device by the evaluations group, it was determined that the device had signs of electrical short. Product was returned by the customer for evaluation and replacement product was sent.